Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with an unknown textured gel implant experienced capsular contracture (baker grade unknown), paresthesia, and gel bleed post procedure. The patient was feeling heat, had a palpable lump indicative of gel bleed, and felt heat on the left side. One of two physicians seen confirmed the capsular contracture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.